Event description:
A pt contacted zoll customer support to report several check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the pulse wire in the distribution node (dn) to front therapy electrode (te) cable was shorted. The root cause for the shorted pulse wire was unable to be positively determined. No adverse even resulted from the shorted wire. The pt received a replacement electrode belt.